Event description:
It was reported that the patient was on a rented cmag motor, and a replacement was requested. There was a bedside emergency on a new extracorporeal membrane oxygenation (ECMO) patient. The bedside ECMO specialist called and reported that the centrimag motor was making a strange noise, and the patient's flows had dropped from 5 liters per minute (lpm) to 1.3 lpm. The ECMO specialist removed the pump head from the primary motor, and begun reseating the pump head in the backup motor. Once in place in the backup motor, flows returned to 5 lpm and the patient's oxygen saturation and mean arterial pressures (maps) normalized. The patient remained in sinus rhythm throughout the entirety of the incident. The motor, console, and flow probe in use were sequestered. Using a practice circuit, the incident was attempted to be replicated, but all the equipment was functioning appropriately. The motor, console, and flow probe were removed from service.

Manufacturer narrative:
D9 - device available for evaluation?: corrected. E3 - occupation: corrected. E4 - initial reporter also sent the report to FDA?: corrected. H6 - health effect - impact code: corrected. H8 - usage of device: corrected. Manufacturer¿s investigation conclusion: the reported event of the patient¿s flow value dropping from 5.0 lpm to 1.3 lpm was not confirmed. The flow probe (serial number (B)(6)) was not returned for analysis, and no log files were provided. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the flow probe, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual ( rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.